Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. Product review of the meshgraft ii on september 10, 2019 revealed that the device was outside calibration specifications but produced a passing sample mesh when tested. Repair of the meshgraft ii was performed by zimmer biomet surgical on september 10, 2019 which included replacement of the cutter, roller, sideplates and ratchet parts. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications but produced a passing sample mesh when tested. The device was manufactured prior to may 2009 and has never been in for service. The cutter was noted to be worn/damaged and required replacement. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device was shredding skin. The event occurred during testing. There was no harm or delay in the event. No adverse events were reported as a result of this malfunction.